Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis. The cause of peritonitis events was not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with unspecified intraperitoneal medications for the events. Patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the peritonitis events occurred on unspecified dates "since june 2024". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.